Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. One unpackaged ar-1927bct-475 suture constructs and biocomposite anchor were received for investigation. Visual inspection identified the presence of fraying and breakage across the returned suture components. Additionally, upon inspection under magnification, the hex of the biocomposite screw was noted to have been chipped. The cause remains undetermined.

Event description:
It was reported that during a procedure, after the surgeon placed the anchor, four white-blue and black-and-white tapes should have come out from the anchor, but only two black-and-white tapes came out. The white-blue tape was caught on the black-and-white tape and came out. In addition, it came out while threading the rotator cuff. The case was completed by using a 5.5 tape in the prepared hole and placed. No patient harm. During returned device evaluation, a reportable malfunction was discovered.

Event description:
It was reported that during a procedure, after the surgeon placed the anchor, four white-blue and black-and-white tapes should have come out from the anchor, but only two black-and-white tapes came out. The white-blue tape was caught on the black-and-white tape and came out. In addition, it came out while threading the rotator cuff. The case was completed by using a 5.5 tape in the prepared hole and placed. No patient harm. During returned device evaluation, a reportable malfunction was discovered.

Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. One unpackaged ar-1927bct-475 suture constructs and biocomposite anchor were received for investigation. Visual inspection identified the presence of fraying and breakage across the returned suture components. Additionally, upon inspection under magnification, the hex of the biocomposite screw was noted to have been chipped. The cause remains undetermined.